Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address aseptic loosening of the tibia at the cement to implant interface, depuy cement was used. Update 7-25-2017: medical records have been reviewed. Office notes (B)(6) 2017 indicate the patient was seen for a follow up of bilateral knee implants with bone scan, patient reports that her left knee really bothers her, including pain with weight bearing activities, as well as torsional actives of the knee. She had some swelling and moderate effusion upon exam. It is noted that with external rotation of the hip she feels a sharp pain along the tibia. Bone scan reveals subsidence of the left tibia with some collapse into the varus and loosening at the bone/cement interface (it should be noted the der states the loosening interface is at the cement/implant interface). Consistent findings with aseptic loosening. Aspiration was performed at the office where 6cc of rust colored liquid was removed and sent for testing. Reportability remains unchanged. Updated on 7-28-2017.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination, however review of the provided x-rays confirms the reported event. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.